Event description:
It was reported that device entrapment occurred. A choice pt guidewire was selected for use; however, it was noted that the wire became stuck within the sentinel device and could not be advanced or retrieved. Another sentinel device was opened, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.